Manufacturer narrative:
All operating currents were within specification. No unexpected battery out limit, low battery or off no power alarms were noted. The pump passed the functional tests, including the unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No unexpected restart error alarm was noted during testing. Displayable history alarms were noted in the alarm history screen due to corrupted history files. The pump was received with a cracked reservoir tube lip. No moisture damage on the motor assembly or electronic assembly was noted during visual inspection. The pump passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose was over 600 mg/dl at the time of incident. The nurse stated that the customer was given insulin to treat the blood glucose. The nurse stated that the customer was wearing the insulin pump during hospitalization. The nurse also reported that the insulin pump alarmed no delivery and battery out limit alarm. The nurse reported that the no delivery alarm was resolved by a complete set change including the reservoir. The nurse also mentioned that there were unexpected restart alarm and history check failed alarm in the alarm history. The nurse stated that there was fluid in the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.